Manufacturer narrative:
Date received by manufacturer (mo/day/yr), corrected data: initial report inadvertently listed the manufacturer aware date as 11/27/2019 instead of 12/03/2019.

Event description:
It was reported that the patient's full revision surgery due to high impedance was completed. The explanted devices have been discarded per facility policy. No additional relevant information has been received to date.

Event description:
It was reported that the patient is being referred for full revision surgery due to high impedance seen at the last office visit. No known surgical intervention has occurred to date. No additional relevant information has been received to date.